Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient woke up to a hazard alarm lasting about four seconds. The alarm data screen was reported blank and the patient was unable to scroll through the data. The system controller was not displaying any alarm data. The pump was working as expected. In troubleshooting, the clinician had the patient disconnect the white cable for about 35 seconds and a 0.35 second power cable disconnect alarm was shown on both the system controller display and on the alarm history screen. It was also verified that the alarm heard was patient's implantable cardioverter defibrillator (ICD) alarming and it was due for a generator exchange. It is unknown if the blank display screen issue resolved.

Manufacturer narrative:
Manufacture¿s investigation conclusion: the heartmate 3 system controller (serial number (B)(6)) was evaluated following the reported event of the patient waking up to a hazard alarm. A photo was submitted for analysis displaying the system controller in the alarm history screen with no alarms present, indicating that the controller did not alarm during the event. Multiple attempts were made to obtain additional information about the reported event such as if the ICD was the cause of the alarm, if the issue resolved, if the controller was exchanged, and if the controller will be returning to abbott; however, no response was given. The reported event could not be correlated to an issue with the system controller. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), and the actions to take if the issue does not resolve. Heartmate 3 instructions for use (IFU)) section 7 ¿ ¿alarms and troubleshooting¿, stated that the last six relevant system controller alarms are displayed. The alarm history includes alarms that are transient, have clinical value, or that do not interfere with access to more critical alarms. Examples of alarms that are displayed include: power cable disconnected alarm (lasting over 30 seconds), external power disconnected alarm, driveline disconnected alarm, low battery power advisory alarm, low battery power hazard alarm, and low flow alarm conditions. Heartmate 3 instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate 3 patient handbook and heartmate 3instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial#: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.